Event description:
It was reported the patient was found unconscious. There was no alleged product issue. The actions required as a result of the event included hospitalization and reprogramming. The pump was reprogrammed to minimum rate. Diagnostic methods included checking logs. The cause of the issue was not determined. It was noted that the patient recently had a drug infusion increase. The patient¿s status at the time of report was alive ¿ no injury. The patient experienced overdose symptoms. The location of issue or symptom was unknown. The patient was treated at the hospital. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The pump was used to infuse prialt and hydromorphone.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the healthcare provider had an issue accessing both sites, the pump fill port and the catheter access port (cap). The patient was scheduled for exploratory surgery on (B)(6) 2015.

Event description:
Additional information received reported that the patient had a respiratory arrest due to aspiration pneumonia. The health care provider (hcp) thought that the pump was normally delivering drug. Because of the respiratory arrest, the patient had to be given narcan because the drug infusion continued to cause the respiratory arrest. A manufacturing representative came and turned the pump down to minimum rate and the respiratory arrest stopped. The patient followed up with the hcp and when the hcp tried to aspirate the medication, no drug could be aspirated. A dye study was done which showed leakage from the catheter connection area.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)